Manufacturer narrative:
Lt was reported that a colonic ftrd set was used for an endoscopic full thickness resection to remove an appendiceal polyp at the appendix orifice. It was assumed that the clip of the colonic ftrd set in question had been successfully applied without visually verifying before resection. A perforation resulted. The device was discarded by the hospital and not available for technical analysis by us. The review of the lot-based production related quality records showed no anomalities that would raise suspicion of technical malfunction of the device. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of the target tissue. This report is part of the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: follow up questions ftrd system perforation-clip detached failure_ 10-03-2024 annex 1.

Event description:
Lt was reported that colonic ftrd was used for polyp removal in the appendix orifice. Successful clip deployment was not optically verified by the user prior to tissue resection. As a result, a perforation occurred. The patient needed laparoscopic surgery for perforation closure.